Event description:
It was reported to medtronic minimed that the customer experienced an issue with an insulin flow blocked alert, communication issue between pump and transmitter, change sensor and sensor updating alerts. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-332a, mmt-242a, mmt-1884l. Troubleshooting was not performed. But found that the alarm was a past event. It was unknown whether the loss of communication issue was resolved or not. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-7841zn, mmt-7040a, mmt-332a, mmt-242a, mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. Unit was monitored and functioning properly. No delivery alarm during testing. The pump history file/traces download was successful using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date. 08/08/2025 10:57:31.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 23000 (2.3 u). Bolusamountdelivered: 23000 (2.3 u). The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 162 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit uploaded properly to the carelink software and communicate properly. Units were cut/open and inspected no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received minor scratched lcd window, pillowing keypad overlay and scratched case. Unit passed required testing. No communication-between pump & xmtr not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.